Manufacturer narrative:
(B)(4) model tdxsp-cg, serial number/date (B)(4) is approximately 5 months old. The owner's manual part number 1143190, rev.k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The initial reporter of the event was contacted for additional information, however, medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The part is being repaired under warranty. It is a part that keeps the front rigging in place.

Event description:
Dealer states: latch housing is not latching completely. No report of injury.